Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2014, the patient underwent surgery for a fracture and had a the g3 nail implanted. On (B)(6) 2014, the surgeon confirmed by x-ray that the lag screw had penetrated the femoral head and had reached the pelvis. The surgeon is planning a revision surgery on (B)(6) 2014. The patient will be revised to a tha.

Manufacturer narrative:
Evaluation summary: in this case manufacturing documents and product examination revealed no deviation. The review of the risk analysis revealed that lag screw migration (cut-out / back-out) had been considered. The occurrence threshold was not exceeded. Available x-rays led to the suggestion that the patient¿s condition (subsided femur neck with rotation) had contributed to the event. A discrepancy of the product was not verified by manufacturing documents, examination of products neither visible on x-ray.

Event description:
On (B)(6) 2014, the patient underwent surgery for a fracture and had a the g3 nail implanted. On (B)(6) 2014, the surgeon confirmed by x-ray that the lag screw had penetrated the femoral head and had reached the pelvis. The surgeon is planning a revision surgery on (B)(6) 2014. The patient will be revised to a tha.